Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), after several deployments, the deploy button was operated to place device inside the body, but the device was not released from the cup. Several attempts were made, but the issue persisted, so a product defect was suspected and the procedure was discontinued. The leadless ipg delivery system was attempted/not used. There was extension of hospitalization as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a replacement conventional transvenous system was implanted approximately three days later.

Event description:
It was further reported that the extension of hospitalization and three day gap between the attempted leadless ipg implant and subsequent transvenous ipg system implant was not related deployment of the leadless ipg or patient status/recovery, instead it was due to catheterization lab scheduling and obtaining consent from the patient/patient's family. The patient's condition was stable post-at tempted leadless ipg implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.